Event description:
Right knee swelling, muscle pain around righ knee. Information was recieved from patient, with a history of osteoarthritis of both knees, diabetes, depression, atrial fibrillation, back problems, gastritis, allergies and previous treatment with synvisc to the left knee two years ago (refer to synv-13441 for other adverse events experienced by this patient.) The patient has no known allergies to chicken products. The patient received the first injection of their second series of synvisc to the right knee in 2003. Two days later, the patient experienced knee swelling and muscle pain. The patient stated that the muscles around their knee felt "like a rock." The following day, the patient was seen in the emergency room. The physician ruled out infection in the joint and treated the patient with percocet (dose unknown) every six hours. The physician also told the patient to use a walker. Four to five days after the injection, the swelling began to go down. The patient went for a second opinion and was given an injection of hydrocortisone (dose unknown), which helped some. At the time of this report, the muscles are slightly tight, but the patient can walk without the assistance of a walker. Qa evaluation results: the following month, the production and quality control documentation for lot n0307 was reveiwed. The investigation showed that the product met specifications. No associated non-conformances were noted.